Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device clinical data showed that the device was power cycled on four occasions, but this does not necessarily indicate a device malfunction. There were no critical errors observed in the history log. It is important to note that the associated battery used at the time of the reported event was not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old patient (gender unknown) the device shut down and powered back on four times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.